Event description:
It was initially reported that valve was faulty. Further follow-up stated that the valve comes apart into two pieces. Reported event was noticed by speech pathologist while valve was still in its original package. Valve was not used on pt, therefore no pt injury was reported.